Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The transducer printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that a system message was displayed indicating "fluidics" and that the system locked during a cataract extraction procedure. Following a delay of more than 15 minutes, the procedure was completed with a manual technique (extracapsular cataract extraction). There was no reported harm to the pt.